Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Of note, it was reported that three years post implant the patient was diagnosed with a uti, however there are no medical records that indicate that the uti is related to the davol flat mesh, the medical records do indicate that this is a patient who self catheterizes intermittently on a daily basis to release urine and also has a bowel pocket that retains stool. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - patient was diagnosed with a rectocele and underwent repair with implant of a non bard davol "ultrapro" mesh. On (B)(6) 2010 - patient was diagnosed with a complete vaginal prolapse and extrusion of a non bard davol "ultrapro" mesh and underwent an abdominal suspension of vagina to the sacrum with implant of a bard davol flat mesh and repair of the previously implanted non bard davol mesh. On (B)(6) 2013 - patient presented to the hospital ER with complaints of abdominal pain, hematuria and was diagnosed with a bladder infection.